Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor flex was found to be cracked. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor flex was found to be cracked. A review of the pump history indicated that loss of cartridge detection occured which could not be duplicated during evaluation.